Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2021-19225. It was reported that the patient experienced loss of coverage due to the l3 lead placement. As such, surgical intervention took place on (B)(6) 2021 wherein the lead was explanted and replaced with a new lead to achieve better placement. During the procedure the good l4 lead was taken out accidentally. Hence, l4 lead was also replaced. Reportedly, adequate therapy was restored post operatively.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.